Manufacturer narrative:
At the completion of the clinical assessment based on the information available, clinical was unable to find substantial evidence to support the following reported events; iiia endoleak and secondary endovascular procedure. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the loss of seal could not be identified due to the lack of medical records/images surrounding this event. No procedure, user, anatomy-related issues, off-label or cautionary product use conditions could be identified. Associated clinical harms for this device failure included: type iiia endoleak and a subsequent endovascular repair. The final patient disposition could not be obtained, however there have been no reports of further negative patient sequelae. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned, evaluation was not completed. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiia endoleak. The root causes have been identified as; 1. Patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; 2. Patient conditions including disease progression or anatomical changes post implant; 3. Off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type iiia endoleak events; 1. Sizing guidance and instructions were updated in the IFU and released on 06/17/2015, 2. Field training was completed by 08/03/2015. Since the corrective actions were implemented the type iiia events have been reduced significantly and are well within the acceptable range per our risk assessment. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
The patient was initially implanted bifurcated stent and infrarenal aortic extension. A follow up showed the patient had a potential type 3a endoleak or a type 3b endoleak. On (B)(6) 2017 an angiogram completed confirmed a type 3a endoleak and the physician elected to implant an infrarenal aortic extension to seal the endoleak. The final patient status was not reported and is unknown. There have been no additional adverse events reported for this patient.